Event description:
The customer reported that a battery cannot be detected by device following calibration. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.